Event description:
Pt had low blood sugar during the night with a seizure. Juice was provided as a treatment. Freestyle blood glucose reading was 97mg/dl around time of the event. Exact time between seizure and juice treatment was not captured. A control solution test was completed successfully the next morning. Pt was taken to hosp and checked with an accucheck meter with a result of 283 mg/dl. A freestyle reading was taken with a result of 469 mg/dl.